Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not print and did not recognize the disk drive. It was indicated that a new software reconfiguration was required. It was also indicated that the touchscreen was out of calibration and the touchscreen connector required a cleaning and reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not print and did not recognize the disk drive. The programmer was returned for service. There was no patient involvement.